Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026- 05407- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 27-feb-2026. The leakage was at the site. The infusion set was in use for 12-48 hours. The issue occured with 2 infusion sets. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.